Event description:
It was reported that "infusing via the triple lumen as per protocol and "pressure injectate" lumen notes to collapse. Line had to be removed." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "infusing via the triple lumen as per protocol and "pressure injectate" lumen notes to collapse. Line had to be removed." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.